Event description:
It was reported that the customer had two seizures due to low blood glucose. It was stated that the customer was experiencing unexplained low glucose for several days. Troubleshooting was performed. The blood glucose reading at time of call was 173mg/dl, and he has treated with juice, meal, and glucose tablets. The programming, time, and date were correct. The amount of insulin in the reservoir matched to the units left in the status screen. It was stated that the basal rates recently were changed and possible over bolus. No further information was provided. It was stated that the customer feels uncomfortable and requested having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.